Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii proximal seal would not load properly. A new kit was opened to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4) 2010, for investigation. A visual inspection revealed that the delivery device was received in the loading device and was pushed in, with the tube pressing against the seal. The green slide lock and the white plunger were not depressed on the delivery device. The seal was inside the loading device, under the window. There was no evidence of blood. Based upon the visual observations, the reported complaint "would not load properly" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. (B)(4).